Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with high ketone levels; cause was due to malfunction alarm. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer performed a pump reset to resolve the malfunction.